Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ldt8 implanted: (B)(6) 2022: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the pocket for revision, ipg was sitting detached from lead. It was previously observed that the h ealthcare provider had used a screwdriver and hearing it click. Attached new device - all impedances green.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had an installation of a new ins and, testing of the lead that was placed 2 weeks ago, shows an open at contact 0 with all contacts showing >4000 ohms. Caller stated that they are only able to go up to 0.3ma when using program. Caller wanted to know why. Troubleshooting explained that, because there is an open circuit, and therapy gets limited because device cannot deliver anything above. All other contacts are fine and program 2 works as intended and gives stimulation for patient. Troubleshooting recommended to run therapy program on contact 0 to see if values come down, rotate lead in header, ensure lead is fully inserted into header block. The caller stated they ensured lead is fully inserted. They didn't have time today to change out the lead. Troubleshooting sent email to rep for all the necessary info required, rep was in the operating room and didn't have time to answer. The caller called back and provided the patient's name. The caller called back and stated that post-op all impedances are >4k ohms and that was not the case during the testing during implant procedure. During the procedure the pt was getting desired sensation at .7ma or .8ma and feeling it the same as the pt did during the trial. Caller stated pt was doing trial on program 2 @ .6ma and now the pt cannot get past .3ma. Troubleshooting reviewed continuing to stim and temporary high impedances. Troubleshooting reviewed impedances may drop as pt recovers. The rep called back to discuss the issue. Rep will talk to the doctor and then decide if they should bring the pt back to the operating room to resolve the issue. The rep called and noted that the patient won't have a revision until next tuesday, december 27th.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.